Event description:
It was reported that an intraocular lens was explanted from the right eye in a secondary procedure. The patient had experienced blurry vision. The lens was replaced with another intraocular lens (iol). No sutures were required. The lens has been discarded. No further information has been provided.

Manufacturer narrative:
(B)(4). Placeholder.